Event description:
The customer obtained non-reproducible and higher than expected vitros trop I es results from a single patient sample and from a known troponin I free sample processed on a vitros eciq immunodiagnostic system. Patient sample: vitros troponin I es result of 0.090 ng/ml vs. Expected result of <0.012 ng/ml. Troponin I free sample: vitros troponin I es result of 0.466 ng/ml vs. Expected result of <0.012 ng/ml. The patient sample was repeated per laboratory protocol. The troponin I free sample result was obtained over the course of the investigation. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There are no allegations of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a single patient sample and from a known troponin I free sample processed on a vitros eciq immunodiagnostic system. The most probable root cause for the non-reproducible and higher than expected vtiros troponin I es results is an instrument issue. A pre-service precision test was unacceptable. Service actions were performed to the reagent metering, well wash and microwell incubator. Following service actions, a within run precision test was within acceptable guidelines. The possibility that poor reagent performance or inappropriate pre-analytical sample processing had also contributed to the results could not be ruled out.